Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/17/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that the up arrow button was difficult to press. The family member confirmed that the keypad was intact. The patient reportedly wore the pump attached to belt with a clip and did not clean the pump.